Manufacturer narrative:
Correction: h.4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on peritoneal pd (pd) therapy had peritonitis during a call to customer support for a separate issue. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and tazicef (dosing not provided) intra-peritoneal (ip) for a diagnosis of peritonitis. The patient is reported to be recovering from the event and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the information obtained, the event of peritonitis attributed to patient breach in aseptic technique, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that this patient on peritoneal pd (pd) therapy had peritonitis during a call to customer support for a separate issue. There were no reported allegations that this event was caused by fresenius products. In additional follow-up with the patient¿s pd nurse, it was reported that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result, the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture revealed an elevated white blood cell (wbc) count (result not provided) and no organism growth. The patient was initiated on antibiotic therapy utilizing vancomycin and tazicef (dosing not provided) intra-peritoneal (ip) for a diagnosis of peritonitis. The patient is reported to be recovering from the event and continued pd with the same cycler. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis was due to patient breach in aseptic technique.